Event description:
The cath f4 inf jr 4 100cm broke off while in patient.

Manufacturer narrative:
The catheter broke in two approximately 3 inches above the hub. The opposite end of the break was in the sheath and was pulled out with a hemostat. Physician kept repeating, "this catheter feels brittle." Patient suffered no adverse effects. The product was also received and the preliminary evaluation indicated that the device was "separated in two at 6.5cm from strain. Device will be flushed to the point of separation, decontaminated and sent to fal." Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from an account indicated that the jr4 catheter broke while in the patient. According to the account: the catheter broke in two approximately 3 inches above the hub. The opposite end of the break was in the sheath and was pulled out with a hemostat. Physician kept repeating, "this catheter feels brittle." Patient suffered no adverse effects and the device was returned for evaluation. One non sterile unit of diagnostic catheter f4 inf jr 4 100cm was received coiled in a plastic bag. The catheter was received separated in two segments at 6.5 cm from the strain relief. Elongation and stretching was observed at the damaged section of the catheter. The sample also exhibited a twisting characteristic at the separation points. Evidence of correct fusion at tips junction was detected. Scanning electron microscope (sem) analysis was performed to the part in order to identify the source of the "separated" condition; the results are the following: "results showed that the catheter separation surfaces presented evidence of twisting and elongation; the braid wire presented evidence of neck down condition as well as ductile dimples, which are common characteristics in pieces which were pulled/ stretched prior to a separation event. Reverse bending/ twisting and/or pulling/stretching could be related to these surface characteristics. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter and/or in the braid wire." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter separated was confirmed through failure analysis. The exact cause of the failure could not be determined, but evidence of twisting and elongation are consistent with excessive torquing of the device. With the limited information provided by the account it is not possible to establish a relationship between the device and the event, however, there are procedural factors that can contribute to this type of failure. There is nothing in the information received or the analysis to indicate that there is a design or manufacturing related issue, therefore, no action will be taken.